Event description:
It was reported that one week post implant, the patient developed pneumothorax. The patient also experienced dyspnea. The pneumothorax was resolved through a pleural drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.